Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a helix anomaly was confirmed in the laboratory. During testing, the helix jumped to a fully extended position and jumped to a fully retracted position. No anomalies were observed during visual inspection of the helix. The cause of the jumpy helix actuation could not be determined.

Event description:
It was reported that during implant, the helix would not fully extended. The lead was not implanted. Another lead was implanted successfully.